Manufacturer narrative:
(B)(4). Title: radiofrequency versus microwave liver ablation: intermediate analysis of a randomized clinical trial source cardiovascular and interventional radiology, volume 42, 2019 (s204) article number: 3. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, source of study performed to 65 patients treated for hepatocarcinoma (hcc) and liver metastases (lm). During phase ii of this study patients were treated by radiofrequency ablation (rfa) or microwave ablation (mwa) and followed every three months by computed tomography (CT). Rfa was performed with a new rf-hybrid applicator (cool tip with hypertonic saline infusion). In the results section, the investigators have noted that there were two major complications in group rf and one in group mw. Sixty-four nodules larger than 1.5 cm were treated and there was a recurrence of local hepatic.